Event description:
It was reported that at a refill appointment the logs show elective replacement indicator (eri) has occurred. The pump will need to be replaced (B)(6) 2013. The patient was not happy and was concerned that she couldn¿t get a new pump and would have to go back to oral medication. The patient has a refill approximately once a month. The pump was delivering morphine and bupivacaine. It was later reported the pump had a critical alarm. The pump was showing a suspected premature elective replacement indicator (eri) on (B)(6) 2013 and suggests the pump to be replaced by (B)(6) 2013. There were no symptoms related to this event. The plan was for the pump to be reinterrogated at the refill on (B)(6) 2013. The patient status was alive - no injury. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).